Event description:
During kissing stent technique to the biliary ducts, each stent was deployed, but one of them measured 40 mm instead of 60mm. They had to deploy another stent to make up for the difference.